Event description:
A falsely confirmed (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was (B)(6) and was tested on the advia centaur xp confirmatory assay. The result confirmed (B)(6). The patient sample was tested on an alternate method and the (B)(6) result was (B)(6). Previous results for this patient were also (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) confirmatory results.

Manufacturer narrative:
Siemens filed MDR 1219913-2014-00290. On (B)(6) 2014 reporting a falsely confirmed (B)(6) result when the customer performed advia centaur xp hbsag confirmatory testing. The patient sample was tested on an alternate method and the (B)(6) result was (B)(6). Previous results for the patient were also negative. Siemens requested the sample for additional testing. May 19, 2015 additional information: the sample is not available for additional testing. The cause for the discordant (B)(6) conf result cannot be determined. Siemens reviewed the customers historical data and determined the customers data meets the claims for the assay.

Manufacturer narrative:
The cause for the discordant (B)(4) conf result is unknown. Siemens has requested the patient sample for further testing and investigation. The instrument is performing within specifications. The (B)(6) confirmatory (conf) assay IFU states in the limitations section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A nonreactive (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)."